Event description:
It was reported that a (B)(6) caucasian female patient who underwent a breast augmentation revision procedure with mentor memorygel breast implant 450cc gel breast prostheses developed capsular contracture (baker grade unknown) in her left breast post implantation. It was reported that the left breast was hard and the right breast was soft. As a result, the patient underwent bilateral removal and re-implantation of the breast prostheses on (B)(6) 2020. Per mentor instructions for use (IFU), these devices are for single use only and should not be re-implanted. This medwatch report is for the patient¿s right breast prosthesis. Additionally, it was reported that the same set of breast prostheses were re-implanted previously on (B)(6) 2020. Refer to manufacturer report number 1645337-2019-24623 and 1645337-2022-02714 for reporting on the first re-implantation of the suspect medical devices. The patient developed more complications following the second re-implantation detailed in this report and is scheduled for bilateral removal on (B)(6) 2022. Refer to manufacturer report number 1645337-2022-02717 and 1645337-2022-02718 for details on patient¿s third event with the suspect medical devices.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left breast capsular contracture. Both devices were removed and re-implanted in the patient. Manufacturer¿s reference number: (B)(4).